Event description:
The fse reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack and charger board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.